Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link bonded extension set leaked during power injection. It was further specified that the one link luer activated device separated from the female luer device. The rate used for power injection was 2 cc - 5 cc per second. There was no obvious damage to the one link or catheter extension set observed prior to use. The reported problem was observed after 10 cc to 40 cc was injected. There was approximately up to 10 cc of blood loss. There was patient involvement, but patient injury, medical intervention, or adverse event associated with this report was unknown. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with fluid residue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage, pressure and functional testing were all completed and performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.